Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. The device history record was reviewed and found no exception documents. A follow-up report will be submitted when the evaluation has been completed. Method: the device history record was reviewed. Conclusions: a follow-up report will be submitted when the evaluation has been complete.

Event description:
The customer reported that when they close the roller clamp, fluid continues to leak. No harm or injury was reported.